Event description:
It was reported that "measurement value was abnormal during use. Another sensor was used and the problem was solved." Additional information indicated that there was no problem zeroing. The arterial pressure value was showing 20mmhg to 30mmhg lower than that of a argon dpt measurement value. There was no problem with the shape of the waveform and it is unknown whether the measurement value and the waveform matched since the customer did not check it. It seemed like there were no error messages shown on the monitor. Measurement data is not available. There were no kinks, leakage or occlusion observed on the tubing.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.